Event description:
It was reported that while screwing the rod onto the handle, the distal component broke, making the guide unstable. All pieces retrieved and nothing fell in patient. It was confirmed that no further information could be provided.

Manufacturer narrative:
(B)(4). G2: foreign ¿ canada. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a supplemental MDR will be submitted.